Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one image. Visual analysis of the received image noted a device inside of a clamshell. The display showed a power handle error graphic. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection procedure, when the handle was put into the shell, handle error indication appeared on the display and it could not be used, the handle was set back to a charger, but the same error display remained indicated. They used manual stapler to resolve the issue. There was no patient injury.